Event description:
The facility in another country reported that a male patient was hospitalized on an unknown date in 2008, for a diagnosis of peritonitis after using dianeal and extraneal solution and a uv flash device. The patient was treated with an unknown antibiotic for three weeks. In 2008, the patient was not recovered. The peritoneal effluent was still cloudy. On the day before, the antibiotics were changed (unknown). On the next day, the patient's transfer set was exchanged. The patient had been using dianeal and extraneal for therapy since two months earlier. The nurse indicated that she thought that the uv flash device was probably related to the event because the microorganism of the event was a normal inhabitant and the patient's bag exchange procedure was not an issue.

Manufacturer narrative:
A request for the return of the device has been made. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.